Event description:
Catheter was placed in left internal jugular. Drugs were administered. Patients condition worsened 2 days following insertion after medication administered. Catherer was immediately removed. It was observed that medial lumen ran together w/ proximal lumen. A new cather was inserted without complications no associated complications reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.